Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav 6 (22438-19, lot # 0072851). Other: heparin. There was no device malfunction reported that could have contributed to the event. The stent remains inside the patient. Stroke may occur during this type of procedure and as listed in the xact instructions for use is a known potential adverse event associated with the use of the product. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to this event.

Event description:
It was reported that two days after the implantation of the xact stent in the left internal carotid artery, the patient experienced a stroke. The patient was re-admitted to the hospital, but there was no reported intervention. The patient's condition has improved, but is continuing. There was no additional information provided.